Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 7. The patient's ultrafiltration reading was 1173ml, indicating the home patient (hp) drained 1173ml more than their programmed fill volume of 1500ml. This information meets iipv criteria. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
Baxter product surveillance left a detailed message with the nurse on (B)(6) 2011 to notify the nurse of the event. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The cause of the iipv found in the logs was determined to be: insufficient drain / use error as the tidal ultrafiltration removal was set too low (200 ml). A service history review revealed no previous service events were related to the iipv. A labeling review found labeling to be sufficient for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).